Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a male patient underwent a tevar procedure to treat a thoracic aortic aneurysm. Pre-ballooning was performed, from 7mm to 12mm. When advancing the zta-p-36-161-w1 (complaint device) the physician felt a resistance and the device could not pass through the area of the bifurcation between the common iliac artery and the external iliac artery. Several attempts were made with approach from the left and right, and finally from the retroperitoneum, but the device could not advance. Therefore, the complaint device was exchanged with a zta-pt-36-32-209-w1. The zta-pt-36-32-209-w1 was implanted and a zta-p-36-209-w1 device was implanted in addition. The substitute devices were reported to advance smoothly. The physician comments that during the preparation for the procedure, the stylet in the complaint device was difficult to remove and something felt wrong. There was resistance as the device was advanced over the wire guide (lunderquist). It was reported, that the area at the bifurcation had eccentric calcification. No adverse effects to the patient were reported. Review of the device master record verifies that there are adequate controls in place to ensure the device was manufactured to specifications, including controls of adequate passage through the cannula. The IFU sent with the device states: ¿adequate iliac or femoral access is required to introduce the device into the vasculature. Careful evaluation of vessel size, anatomy, and disease state is required to ensure successful sheath introduction and subsequent withdrawal....¿ and ¿do not continue advancing the wire guide or any portion of the introduction system if resistance is felt. Stop and assess the cause of resistance; vessel, catheter, or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or calcified or tortuous vessels.¿ furthermore, the IFU describes that the device should be inspected prior to use and if damage has occurred, do not use the product; instead, return the product to cook. Based on the information provided a likely cause to the event is related to patient anatomy. The device history record was reviewed with no evidence to suggest that the device was not manufactured according to specifications. Cook will reopen the investigation if further imaging or information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Similar to device under PMA/510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the physician attempted to insert the complaint device into the patient¿s body, but there was resistance. Pre- pta (percutaneous transluminal angioplasty) was performed and tried to advance the complaint device several times with approaches from both the right and left, however, the device could not pass through the area of the bifurcation between the common iliac artery and the external iliac artery. Then, the approach was changed to the one from retroperitoneum. Nonetheless, the device could not be advanced. Therefore, the complaint device was exchanged with zta-pt-36-32-209-w1 (lot: e3837062). The substitute product could pass through the area of the bifurcation. For this reason, the physician decided that this incident was caused by the defect of the product. Pta ballooning was performed. Also, an additional device (zta-p-36-209-w1 e3885808) could go through the site without problems. The procedure was completed. Patient outcome: no adverse effects to the patient were reported.